Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("thinning hair"), abdominal distension ("bloated"), abdominal pain ("sever andominal pain"), dysmenorrhoea ("horrible menstrual cramp"), pelvic mass ("pelvic mass") and complication of device removal ("she had few complication after removal"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the pelvic pain, headache, alopecia, abdominal distension, abdominal pain, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device removal, dysmenorrhoea, headache, pelvic mass and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: found small pelvic mass. Ultrasound scan - on an unknown date: found small pelvic mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events" she had few complication after removal" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("thinning hair"), abdominal distension ("bloated"), abdominal pain ("sever andominal pain"), dysmenorrhoea ("horrible menstrual cramp") and pelvic mass ("pelvic mass"). The patient was treated with surgery (surgery to remove essure coils). At the time of the report, the pelvic pain, headache, alopecia, abdominal distension, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, headache, pelvic mass and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: found small pelvic mass. Ultrasound scan on an unknown date: found small pelvic mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: event pelvic pain was changed from symptoms to diagnosis as it was made serious incident. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.